Event description:
It was reported that the right ventricular (rv) lead had high impedance and possible fracture. The lead was found to have a polarity switch observation which occurred several months ago at interrogation for probable device eri (elective replacement indicator). The lead was tested after the routine device change out and it had multiple high impedances after set screw was verified to be in place and secure. The implanting physician was notified at implant and attempted replacement of rv lead with no success after patient was found to have svc stenosis that would not allow new lead to pass. The physician decided to close the pocket and reprogram existing rv lead to unipolar and mvp mode. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa ipg (B)(6) 2005. (B)(4).